Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 500 "something" (mg/dl), 200 "something" (mg/dl), and 139 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.